Event description:
Pro+ blower remediation project (reference number fa-2022-026) announced in june 2022 completed by hill-rom. Related to reduction in the performance of the microclimate management (mcm) feature of the pro+ mattress. Mcm is used to pull heat and moisture away from the patient. Since then, have found disconnected blower air hose on 40 of over 400 hill-rom centrella beds with pro + mattresses purchased from 2021-2023. The mattress blower hoses either came undone or were never connected at the factory - a manufacturing defect resulting in no airflow and the mattress loses its "low air-loss" feature. Hill-rom has no official fix or redesign for this issue. Biomedical department is securing air hoses.